Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) disconnected. The following information was received by the initial reporter with the following verbatim: it was reported that after securing an intravenous route with a 20g peripheral intravenous placement needle at an outpatient clinic, the contrast route (tubing) was connected to the female side (mixed dispensing part) of the recovered product during a contrast CT investigate, and contrast agent was administered, and imaging was performed. There was no problem at this point, but when the contrast route (tube) was disconnected by hand after imaging, the max zero pressure-resistant needle-less connector, which is integrated (connected and bonded) with the pressure-resistant extension tube of the product, came off. As a result, blood flowed through the pressure-resistant extension tube connected to the 20g peripheral intravenous placement needle and contrast medium leaked from the male side of the max zero pressure-resistant needle-less connector connected to the tubing of the contrast medium infuse route.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: one mz5303 sample was received without packaging for investigation. The sample was contaminated with blood throughout. The customer reported that the maxzero separated from extension set during disconnection from a contrast extension set. A visual inspection of the returned sample confirmed the customer's experience as the maxzero was separated from the extension tubing (appendix 1); no obvious signs of residual solvent were visible at the affected joint. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by a lack of solvent being applied to the maxzero joint during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A lot number was not provided as part of the investigation; however, a review of the laser ID from the maxzero component confirmed a possible lot number to be either 23089343, 23089347, 23089348, 23089349 or 23089350. A review of the production records for potential lot numbers did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback and retrained to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the mz5303 product in the past 12 months.

Event description:
No additional information.